Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise observed on this patient's right ventricular (rv) lead causing pacing inhibition. The patient was mildly symptomatic to the inhibition as they are sometimes pacemaker dependent. Noise could be reproduced through testing the system. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.